Event description:
In 2009, the lay user/pt's daughter contacted lifescan (lfs) alleging that the pt's onetouch basic enhanced meter was reading inaccurately low compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt or reporter by phone. It is not known when the alleged inaccuracy with the subject meter began. The pt's daughter reported that on unspecified dates/times, she obtained alleged low blood glucose readings of "37 and 118 mg/dl" with the subject meter. The pt's daughter stated that the pt manages her diabetes with insulin . As a result of the alleged issue, she continued to take her usual dose of medication (dose and type unk). On the morning of the day prior to contact lifescan, the rptr claimed that the pt developed symptoms of feeling clammy, sleepy and feeling "stroke like." The pt was reportedly taken to the hospital and admitted into ICU. The pt's daughter reported that the pt's blood glucose measured "1263 mg/dl" when tested either with a hospital/ER meter or a laboratory instrument. The rptr stated that the pt was treated with an insulin drip. At the time of troubleshooting, the cca noted that the rptr was unable to run a control solution test with the reported products. This complaint is being reported because the pt claims she was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.